Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
As reported, during use with this disposable pressure transducer (dpt), the pressure value measured was higher than the actual value provided by a noninvasive pressure monitoring cuff. The pressure value measured by the dpt was 189/69. The noninvasive blood pressure monitoring pressure value was 139/65. Therefore, the customer stopped using the dpt. The patient was not treated according to the incorrect pressure values. In addition, no error message was displayed due to the inaccurate values. No patient complications were reported. The dpt was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of pressure issue was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was also stable during an 8 hour output drift test. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. There was no patient compromise noted in this event. It is unknown whether user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The correct lot number has been provided as a correction.